Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient receiving bupivacaine (unknown dose and concentration), baclofen (unknown dose and concentration) and dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient reported that "prongs" were coming through their skin in (B)(6) 2017. The patient then reporting having their "skin revised" on (B)(6) 2018. On (B)(6) 2018, the patient had emergency surgery to have the pump removed due to an infection. The patient stated the healthcare professional (hcp) said that the infection was due to the manufacturer representative (rep) not putting "hardware back in". The patient was directed to follow-up with their hcp. It was unknown if the change in symptoms was sudden or gradual. The patient indicated they no longer had the pump.